Event description:
It was reported that the tcm did not have any ice in the tank. This was identified during set-up as the pt was being prepped for surgery. Another unit was brought in to be used and no pt injury was reported.

Manufacturer narrative:
No product was returned to the MFR and the field service representative was not asked to follow up with the reported event. The hospital's biomed determined that the compressor was the cause of the reported issue. The customer decided that they would not fix the unit. This report is being submitted to the FDA as a result of a retrospective review of product complaints.